Event description:
It is reported that a customer was hospitalized for congestive heart failure. The customer's blood glucose level was 129 mg/dl. Details of the hospitalization were not provided. The customer stated that they inserted new batteries in their insulin pump but the pump would not turn on. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.